Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Multiple contact attempts have been made, but the customer has not returned the device to olympus for evaluation. If the customer does return the device and additional information becomes available, another supplemental report will be submitted. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined.

Event description:
A user facility reported to olympus that they were unable to obtain an endoscopy image when using the olympus cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.